Event description:
A customer reported a tandem mobi cartridge alarm, which led to their blood glucose level exceeding 500 mg/dl, though the specific value was indicated as "high." The customer addressed the high blood glucose by administering a correction bolus via the pump and did not require third-party assistance. Tandem technical support confirmed the cartridge alarm 35 and decided to replace the pump. The customer will continue using their current pump until the replacement, which comes with updated software, arrives. Training will be provided, and instructions for returning the faulty pump were given.